Event description:
The customer reported that on (B)(6) 2010, he was admitted to the hospital for hypoglycemia. Customer got a new pump about 4 weeks ago, and ever since then, his blood glucose has "bounced around all over the place". The customer uses a minimed paradigm revel insulin pump. He reported that it was determined on (B)(6) at the hospital the pump was not functioning properly, so they are now replacing it for him. The minimed paradigm revel insulin pump mentioned is not manufactured or imported by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).